Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the attempted implant of this 22mm aortic mechanical valve, the surgeon reported difficulty implanting the valve (no specifics given). The valve was removed and replaced with another valve (model not specified). No additional adverse patient effects were reported.